Manufacturer narrative:
A visual examination of the returned capio¿ revealed that it does not have any visual failure, nor the needle detached. The carrier was extended and retracted without any problem. Also, it was actuated (deployed) three times with the suture and the needle was entered in the slot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a capio¿ was used during a vault suspension procedure on (B)(6) 2016. According to the complainant, during the procedure, after this capio device was used, the needle detached from the suture and was left inside the patient. The procedure was completed with another capio¿. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio was used during a vault suspension procedure on (B)(6) 2016. According to the complainant, during the procedure, after this capio device was used, the needle detached from the suture and was left inside the patient. The procedure was completed with another capio. The patient's condition at the conclusion of the procedure was reported to be good.